Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the therapy had turned off and reset to shipping parameters. The patient stated she was trying to adjust pulse as it was very steady when she saw the power on reset (por). The patient also mentioned that the day of surgery it was not a pleasant experience with surgery itself. She stated she could not talk during that whole process until after. The patient indicated that she always had an urge since beginning and even before implant. The patient stated she takes medication as well to help with the bladder. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they met with the manufacturer¿s representative and the doctor for the issue. The circumstances that led to the therapy turning off was the battery had died (implanted in 2012). The battery and ¿test¿ leads were to be replaced on (B)(6) 2019. There were no further complications reported or anticipated.